Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set broke off inside of a non-baxter extension set. This issue occurred while attempting to disconnect the set during product demonstration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.